Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a minimum fill message. Reportedly, the cartridge was filled with 200 units. The customer's blood glucose level was 126 mg/dl. At the time of the call, the customer did not have additional insulin to add into the cartridge. The customer confirmed manual injections would be used until additional insulin is obtained.